Event description:
On (B)(6) 2012, company representative reported the up and down buttons on the infusion device are defective. Follow-up was completed with the pt, and he reported the up buttons does not function correctly. This has occurred for the past 2-3 weeks when he tries to program a bolus. He programmed a standard bolus during troubleshooting. When he held the up button, the infusion device would "go up a few numbers then stop." Pt reported he maintained pressure on the button, and the button is somewhat flat. The button does make an audible click when pressed. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and he did not require treatment form a health care professional or second party to address the issue.